Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision, headache. Clinical reason was reported to be iol complication. The iol was replaced with unspecified monofocal lens within a month after initial procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned taped to an unknown plastic container. Solution and adhesive was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company diopter, add power +2.2 & 3.2 lens was replaced with a non- company monofocal 20.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).